Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).

Event description:
It was reported that a non-healthcare professional who works on a floor where laser lead extractions occur indicated having seen a large number of leads being removed due to fracture and was wondering if there was a quality issue. Follow up indicated that the events occurred over a five month period. The status of the leads was indicated to be explanted. No patient complications have been reported as a result of this event.